Manufacturer narrative:
A review of the production records and complainant correspondence did not identify a device problem associated with the reported infection. The infection occurred as a result of tissue breakdown from post-operative radiation.

Event description:
Patient experienced infection at the original incision site due to tissue breakdown from post-operative radiation. As a result, the implant was explanted.